Event description:
It was reported that a child fell through the spaces in the siderail. The patient was given x-rays as a precaution, but there was no alleged injury as a result of the fall. The customer was unable to provide the model or serial number at this time.

Manufacturer narrative:
The user facility followed up to provide the model number of the device, but was unable to provide a serial number. They stated that they were not alleging a defect with the stretcher and updated their hospital protocols. The user facility stated they require no further action from stryker. H3 other text : user facility stated there was no further action needed.

Event description:
It was reported that a child fell through the spaces in the siderail. The patient was given x-rays as a precaution, but was not injured as a result of the fall. The user facility stated that they updated their hospital protocol to block off the spaces between the siderail spindles while the stretcher is in use with a pediatric patient and required no further action from stryker.